Event description:
It was reported that one year post implant of a realize gastric band during a routine band adjustment blood tinged fluid was aspirated. In addition, less fluid was aspirated than what was expected. The patient was taken to the operating room for device evaluation. The port did not have a leak. The band was assessed band and a leak was found. The band was replaced.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.